Event description:
It was reported that the patient was transplanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the event(s) that prompted the transplant could not be conclusively established. Multiple attempts were made to obtain additional information from the customer regarding the event and the pump's return status; however, no additional information was provided. Hm3 lvas, serial number (B)(4) was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The hm3 lvas instructions for use (IFU) rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.